Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on resetting the pump and assisted in the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which the caller acknowledged and understood.